Event description:
A cartridge change error was reported on the pump. The customer's blood glucose level rose to 542 mg/dl as a result of this issue. The customer administered a correction bolus using the pump and did not require third-party assistance. Technical support guided the customer to inspect and clean the pneumatic tap area on the pump, ensuring all components, including the o-ring, were in place and undamaged. The customer successfully completed the load process, allowing them to resume insulin use.